Event description:
Complainant alleged while attempting to treat a patient due to arrythmia (age & gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated the device will not be sent in for evaluation as they were able to successfully retrieve the ECG strips from the date of the reported incident. The customer confirmed the device is functioning as intended. This claim is closed as no sample was returned-